Event description:
An 8f fast-cath hemostasis introducer was placed on (B)(6) 2016, for use with a leave-in swan-ganz catheter. On (B)(6) 2016, the side arm of the hemostasis sheath detached and fell off, causing a blood leak. The sheath was removed in the ccu and a new swan-ganz catheter was placed in the cath lab.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation concluded that the extension tube had been detached from the side port of the hemostasis body. Additional inspection revealed that the cyclohexanone located on the tubing and the coating length was consistent with the depth of the introducer side port and met the insertion depth requirement. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. The cause of the reported tubing detachment is consistent with forcible contact. How or when the forcible contact occurred remains unknown.